Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed, but the cause remains unknown. The device returned was one guidewire in its hoop. Visual observation found that the guidewire hoop was discolored with residue, as was the wire itself. The wire was bent out of shape but only at the flexible distal end. Displaced coils were noted without the use of a microscope. The blue j-tip straightener was not present. Microscopic observation confirmed the presence of kinks (displaced coils) within the bent flexible distal portion of the guidewire. The weld tip was present. Tactual evaluation found material deposits on the guidewire. The weld tip was tactually confirmed to be intact. Both the flexible tip od and the length of the wire measured within specifications. If the blue j-tip straightener was not present to protect the tip of the guidewire during shipping, storage, or initial preparation for use, this may have exposed to guidewire tip, leading to the observed damage. It is also possible that damage occurred to the guidewire during any of these stages notwithstanding the presence of the straightener. It is not known at what point the damage was sustained; therefore the cause is unknown.

Event description:
It was reported that upon opening the package the guidewire was found bent. The physician tried to use it, but was unsuccessful. Another guidewire in another kit was used for the procedure. On 04/05/2017, evaluation found the guidewire was kinked and coils were displaced.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav0121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the package the guidewire was found bent. The physician tried to use it, but was unsuccessful. Another guidewire in another kit was used for the procedure. On 04/05/2017 - evaluation found the guidewire was kinked and coils were displaced.